Event description:
It was reported by service report that the lock mechanism strut was broken with sharp edges. There was patient involvement but the customer did not know if there were any adverse consequences to report.

Manufacturer narrative:
Lock mechanism strut.